Event description:
The customer reported that a philips monitor was loose on the mounting of an anesthesia device. The monitor fell and struck a staff member on the head. No harm was reported regarding the hospital staff member.

Manufacturer narrative:
(B)(4). The customer reported that a philips monitor was loose on the mounting of an anesthesia device. The monitor came down and struck a staff member on the head. No harm was reported regarding the hospital staff member. Philips has determined that the monitor swiveled, but did not fall. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.